Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. It was reported that this condition was found in the 3c area. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a broken door was confirmed and reproduced as the door latch area was broken on the pump head. The cause of the reported condition was determined to be mishandling. The appropriate pump head door parts were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.